Manufacturer narrative:
Additional information has been received for this event from the customer and for the foreign material found. This supplemental report is being submitted to provide this information. Identity of the foreign material is not known. Information provided for the customer reported event: the device was inspected prior to use. The device was not used on a patient with the presence of foreign material in the device. The start of pre-cleaning was not delayed after the procedure. The manual cleaning was performed within an hour after the procedure, and no pre-soaking was required. In general, customer follows the reprocessing step laid out in the instruction for use (IFU) and olympus training. However, in this instance, the device could not be reprocessed (including brushing) due to the issue of leakage occurring in the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3/h10. Correction to h10: the device was evaluated and it was also discovered that the bending section cover (a-rubber) was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: foreign material was adhered to the forceps elevator. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified. The customer noted reprocessing was not completed (including brushing) due to the noted issues (damage/leakages/elevator malfunctions, ect.), which caused foreign material to remain on the forceps elevator. The customer reported they follow correct reprocessing procedure as per their training and the instructions for use (IFU). Event 2: the inside of the light guide lens was dirty. It is likely the light guide lens glue had peeled off due to stress from hitting/droping the distal end of the device and/or chemical stress from solutions. Subsequently, humidity invaded the light guide lens which led to corrsion and caused the reported event. Event 3: the bending section cover (a-rubber) was dirty. It is likely dirt remained on the a-rubber because the customer was unable to complete reprocessing (including brushing) due to the noted issues (damage/leakages/elevator malfunctions, ect.). The customer reported they follow correct reprocessing procedure as per their training and the instructions for use (IFU). The event can be prevented by following the instructions for use (IFU) which state: " IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Customer returned the device for evaluation and repair of leakage from distal end rubber coating (a-rubber) found during reprocessing. There no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was presence of dirt on the forceps elevator. This is attributed to insufficient cleaning. There was also dirt found on the inside of the light guide (lg) lens. This medwatch is being submitted for the reportable issues of dirt found on the forceps elevator, and inside of lg lens being dirty as found during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that that there was presence of dirt on the forceps elevator. This is attributed to insufficient cleaning. There was also dirt found on the inside of the light guide (lg) lens. Other observations for the device are: due to pinhole on distal end rubber coating (a-rubber, water tightness is lost; adhesive on a-rubber is detached; connecting tube has a wrinkle; insertion tube non-bending section protector (ig protector), scope cover (s-cover), grip, switch (sw) sw1, lg cover glass, right/left knob, scope connector (s-connector0, and distal end cover (c-cover) have a scratch; suction cylinder (s-cylinder) and forceps channel port are shaved; switch box has a dent; and angulation is out of specification. The user¿s complaint of leakage from a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.